Event description:
It was reported the rv lead was explanted and replaced due to an apparent fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached (clavicle-rib-crush); full lead returned in segments and analyzed.